Event description:
In 2008, the pt underwent the surgery with the long g3 nail. On the event date, when the pt was about to get out of the car, she felt pain in right hip joint. Fourteen days later, the surgeon found through the x-ray that the nail was broken at the lag screw hole. Thus the surgeon used the g3 trochanteric nail in the revision surgery eight days later. The surgeon needed the nail with a large diameter. The revision surgery was completed without problem.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.